Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced pain and discomfort at the ipg site due to weight loss. Patient underwent surgical intervention during the ipg was explanted and replaced. Therapy was restored post-op.